Manufacturer narrative:
Based on the data provided, a specific root cause could not be identified. The most probable cause for the event is contamination of the cuvette by potassium, for example by a drop of the kcl solution.

Manufacturer narrative:
(B)(4).

Event description:
The customer received a questionable ise indirect na, k, ci for gen.2 potassium result for one sample from a patient that had been admitted to the ER. The initial result was 5.77 mmol/l and was reported outside the laboratory. This result was questioned by the ER so the sample was repeated. The repeat result was 3.57 mmol/l and was believed to be correct. The sample was repeated a third time but no results could be provided. The customer stated all of the other clinical chemistry results matched. The patient was not adversely affected. The electrode lot number and expiration date were requested but were not provided. The field service representative checked the instrument and found no issues and no cause for the event. He ran precision testing on the electrolytes which passed.